Event description:
It was observed, that during the device evaluation. The subject device exhibited a cut on cable unit and watertightness loss. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: there was a cut on the cable unit. And watertightness was lost, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.